Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt). The patient received five shocks per episode which exhausted therapy. Boston scientific technical services (ts) discussed the event with a boston scientific field representative. The device delivered the shocks because the sustained rate duration timed out. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.